Event description:
It was reported that there was early battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device that on (B)(6) 2010, the device recorded a battery voltage of 2.72v approximately three years after implant.